Event description:
No complaints were reported with this device. However, an evaluation was conducted in 2008, and it was determined that defect found on device was reportable.

Manufacturer narrative:
Product evaluation - there is no customer complaint for this product. The evaluation of the entire device was performed. The catheter was returned coiled. The balloon and proximal windings have slipped distal on the tip of the catheter. There are no missing components. The catheter body is in good condition, other than being coiled.